Event description:
Consumer mailed in her non-working pad.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misused as our inspection found many leads out fo place, bent and broken in half. Pad was bunched up and folded over on top and bottom. This tell us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.